Manufacturer narrative:
Investigation results will be provided in subsequent submission.

Event description:
It was reported that a csf leak occurred during the trial procedure that took place on (B)(6) 2019. The patient reported having migraines post-op and was prescribed caffeine. After follow up, the patient no longer having any issues with migraines.